Event description:
It was reported the pump was replaced for expected end of life (eol) battery replacement. There was no spontaneous retrograde flow of cerebrospinal fluid (csf) obtained with the implanted catheter disconnected from the pump. A 24 gauge needle attached to the syringe yielded no backflow of csf either. The sutureless connector was replaced since the existing sutureless connector didn't come off easily and the ¿shlastic¿ covering was starting to slide off. The physician chose to not replace the catheter. The new pump was primed with medication on the back table prior to attaching to catheter. The patient was restarted on the previous infusion rate. Per patient and clinician's report the therapy had been effective and dosing was stable. Patient status at time of this report was alive; no injury. The patient was doing well on the current infusion rate. The pump was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.